Event description:
It was reported that a leakage had been observed. The patient noticed the set leaked. The leakage was located at the clip because the bandage was put on the top of the set was wet. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample consist of three (3) product from the sample was received in used condition without its original package. The samples were visually inspected, at a distance of 12 to 24 and normal conditions of illumination. One sample was received with the retractor activated with the skin adhesive stuck to the base. Two (2) samples was received with in unused condition and a cannula was found bent. Tubing set was connected with the base and a testing-purpose syringe was used to pass water through the tube. Results: a leak was detected on the cannula. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be determined. A corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).